Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in a severely calcified artery. The physician advanced the 2.0x15mm maverick2 balloon to the lesion and inflated it to 6atms, then inflated it a second time to 10atms for ten second and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device, and the deployment of a taxus stent. Pt status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The root cause of this defect is due to a limitation of the design of the product.